Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-118- user applied blood to strip before inserting strip into meter test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter. No address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the blood sample was absorbed. It was verified that the customer was testing correctly. Customer stated he did not believe that he ever left the strips out of the vial for too long. Customer stated that he always closes the vial cap after removing the test strips and that he keeps the strips in their original container. The customer's expected blood glucose test result range was undisclosed. The customer stated that he had dry mouth and was feeling funny as if his blood sugar was high. Customer stated he would not seek medical attention and that he would follow his doctor's order and take his insulin. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 194 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.